Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that she had melanoma lesions removed in 2008 from her left forearm, neck and back. She stated that at about one month later, she began noticing red, itchy, bumpy skin in all those areas. Her left arm was red and swollen from her axilla down to her wrist. She was prescribed steroids, antihistamines and an antibiotic; some relief was reported. Patient was given additional hydrocortisone cream to apply to affected areas.